Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was not reproduced. Insulation damage was suspected but was not confirmed via diagnostic imaging or visual inspection. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.